Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer agreed to use multiple daily injections as a backup therapy. The customer was informed on how to properly store the malfunctioning pump and was instructed to return it using a pre-paid label within 10 days, which the customer confirmed understanding.